Event description:
It was reported that the stent was damaged and came off of the stent delivery system (sds) during use. Reportedly, the stent was snared out of the body. Attempts to gather more info have been unsuccessful.